Event description:
It was reported that alarms occurred due to occlusions. There was no adverse impact to the customer's blood glucose (bg) level due to the reported issue. The customer continued using the same pump supplies and successfully resumed insulin therapy, hence no additional assistance was required.